Event description:
It was reported that the pt experienced a loss of therapeutic effect and stimulation in the wrong location. The pt only felt stimulation from his "mid thigh down" and did not feel stimulation in his low back. The neurostimulator had been off since (B)(6) 2011. There was no known accident or incident related to this event. A manufacturer rep checked impedances and confirmed some electrodes were "not working". Add'l info has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).